Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1mm vticmo12.1, -11.0/+1.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2020. Intraoperatively the lens was removed, the surgeon stating that while flushing out the viscoelastic the lens rotated. Since it was a ticl the doctor was concerned that the lens would lead to low vault and lens rotation. Therefore on (B)(6) 2020 a longer lens was implanted and the problem was resolved.